Event description:
It was reported that 2 fib episodes were observed due to myopotential sensing. High capture threshold was noted. The lead was capped and replaced. Only the distal end of the lead will be returned.

Manufacturer narrative:
The reported sensing anomaly could not be confirmed. Two segments of the proximal part of the lead was returned for analysis. Internal insulation abrasion was found at 9.4cm to 10.5cm from the distal end of the trifurcation boot. The etfe coating was intact at this same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.